Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. From (B)(6) 2015 ave rv pacing impedance rose from 1745 ohms to 2159 ohms and then dropped to a trend of 419-523 ohms. Lead is currently set to unipolar.

Event description:
It was reported that there was high impedance on the right ventricular (rv) lead. The lead impedance increased and polarity switch occurred. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.